Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with a worn and corroded driveshaft and bearings, which were replaced along with other components as part of preventive maintenance. Service did a clean, lube and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a 2nd molar extraction. There was no reported patient or user injury, and the procedure was completed successfully with the same device.